Event description:
Procedure type: excision of spinal meningioma. Literature review: according to the authors of the article "postoperative cervical cord compression induced by hydrogel dural sealant" there was a case reported that while repairing the patient's dura, duraseal was applied to the dural surface because, the dura was incompletely approximated with sutures. Eight hours after surgery, the patient developed left sided weakness. MRI revealed large extradural mass causing cord compression at the level of the tumor removal. Emergent wound exploration and re-operation of the wound revealed a thick layer of gelatinous material consistent with duraseal. The layer of hydrogel compressed the dural sac severely. The hydrogel compressed the dural sac severely. The hydrogel layer was excised. After surgery the patient's condition improved from motor grade I to motor grade ii.

Manufacturer narrative:
(B)(4).